Event description:
We received an email from the (B)(6) saying that our customer (B)(6) hospital has reported ((B)(6) 2013) an incident regarding on a autologic mattress system. Description of incident: "the pump on the mattress did not work, and because the personnel were busy they did not notice that the mattress was flat. For 3 hours the pt was laying on a flat mattress". Result of the incident: "possibly bigger pressure ulcer or new pressure ulcer". No more info was provided. Ref. MFR # 3005619970-2013-00012.